Event description:
Boston scientific received information that this device delivered inappropriate anti-tachycardia pacing (atp) and six inappropriate shocks for an atrial arrhythmia. The device was reprogrammed. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.